Event description:
A caller reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed that a replacement pump would be sent, and the caller was advised on the steps needed to return the problematic pump, as well as how to use the replacement pump once received. The customer was to use an alternate form of insulin delivery, mdi, until the replacement arrived.